Event description:
This MDR is a result of an investigation finding however the customer reported that the catheter released prematurely. The customer states that when the cap was removed, even the outer casing came off before use.

Manufacturer narrative:
This MDR is the result of an investigation finding. Device evaluation: the complaint of premature separation of the needle from the catheter was confirmed; however, the root cause could not be determined. Four photographs and one 22g insyte autoguard device were provided for investigation. From the photos, it appeared that the needle prematurely retracted within the safety shield, leaving the IV catheter within the needle cover. The photos showed an insyte autoguard device inside an open unit package. The needle cover was positioned over the IV catheter and the grip, but the needle was shown fully retracted within the safety shield. The IV catheter was received separate from the needle cover and was not stuck in the needle cover. One photo showed no misalignment between the catheter adapter and the needle cover. As the unit package had been opened, it could not be determined if the reported issue occurred during manufacturing or in the clinical setting. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. There were no other similar complaints from the implicated lot. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends. E.1. Characters limit is exceeded at facility name: (B)(6).